Event description:
It was reported the device was in use with homecare patient for infusion of remodulin. The reporter stated the infusion ran for 3.5 hours and then pump gave a "no disposable" alarm. The user resolved the issue by mixing a new cassette. No adverse effects reported.